Manufacturer narrative:
A review of lot c320 was conducted. There were no nonconformances associated with this type of failure or this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for drive tube leak/brea; (B)(4) has already been initiated to investigate this type of events. Service order (B)(4)completed: service engineer replaced leak detector strip for centrifuge bowl, completed system checkout; passed operational inspection. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer.

Event description:
Customer biomed called to request service for a drive tube break. Css asked if the break occurred during treatment procedure. Customer stated he is not the end user. Css contacted end user who confirmed drive tube break occurred during treatment procedure. Css asked what the whole blood processed was, customer stated she did not write down what it was. (B)(4) was dispatched. Css asked customer if kit was available to return. Customer stated no, kit has already been discarded.